Manufacturer narrative:
Manufacturer reviewed x-rays of implanted device. X-rays reviewed by manufacturer, no gross lead discontinuities noted or issues seen with the generator.

Event description:
A vns programming physician in israel reported that they had a vns pt whose generator they were unable to interrogate. It is possible the child had a fall. The pt is going to be referred for generator replacement surgery. Since the event started, the mother has noted a possible change in their behavior but cannot be more specific. Good faith attempts are underway for further details about the event. X-rays were received for review. The generator is visualized in the left upper chest in a normal orientation. Filter feedthru wires appear to be intact and the lead pin appears to be fully inserted into the header of the generator. The lead body is intact at the lead pin. The lead body and electrode site were able to be visualized. The electrodes appeared to be in alignment and implanted in the correct orientation. Based on the clarity of the pictures provided, the strain relief bend and loop cannot be assessed. There is a possibility that there is one tie down but cannot fully be identified based on the picture clarity. Most of the lead was visible and no obvious lead discontinuity or anomalies were identified. Some lead is behind the generator and this portion cannot be assessed. Based on the x-ray review, no obvious lead discontinuities or anomalies were observed in the x-ray images that may be contributing to the report of the device being unable to be interrogated.